Event description:
Int'l affiliate has informed us of two events that the tube became blocked due to sputum attached inside. The unit was pretested. No adverse outcome. Event occurred in another country.